Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dosage via an implantable pump. On 2020-feb-17, it was reported that the patient had overdose symptoms from (B)(6). The patient had symptoms of lethargy and tingling in their hands. In (B)(6), the patient was so impaired and was "driving crazy" and went to jail as a result. Two days later, the patient went to the healthcare provider (hcp) who turned the pump down. The patient was better again and started acting normal after this. No further complications were reported.